Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. The pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. The following were noted during visual inspection: minor scratches on lcd window, corroded battery tube, scratched case, cracked keypad overlay, cracked case (corner of belt clip rails), faded serial number label and cracked battery tube threads. In summary, customer alleged possible under delivery anomaly not confirmed. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assembly. Unable to verify for high bg issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and alleged insulin pump was underdelivering. The customer reported a blood glucose value of 355 mg/dl and the hyperglycemic event was treated with insulin pump. The event involved product(s) mmt-866a, mmt-1884l, mmt-332a, mmt-7040a. Troubleshooting was performed. Customer was using the insulin pump system within 48hrs of reported event. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-866a, mmt-332a, and mmt-7040a. Mmt-1884l was requested and customer response was the device will be returned.